Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced possible tissue overgrowth and pain at the abutment site. Subsequently the patient underwent revision surgery (date not reported). During the procedure a new system was placed with a longer abutment.